Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code 110b for proximal pressure sensor autozero failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient. There was no delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer of the latest version of the service manual. The customer was provided troubleshooting steps. 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. The rse advised the customer to reseat the da pcba and provided the part number for the solenoid valve.

Manufacturer narrative:
H10 multiple attempts have been made to try to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.